Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump turned off with some acoustic alarms after he went to swimming. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that some water entered into the battery compartment probably through a crack he noticed only now on the back of the insulin pump. Customer already tried to replace the battery after having dried the compartment but the issue still persist. Customer will revert to back up plan while waiting for the replacement. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.